Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm sjm masters series mechanical heart valve was chosen for a mitral valve replacement by video-assisted thoracotomy. During procedure, at the end of the fixation of the prosthesis, they noticed a disappearance of a tab, which forced us to remove the implanted prosthesis and put another prosthesis back in.

Manufacturer narrative:
An event of leaflet dislodgement observed during procedure was reported. The valve was returned with one leaflet had been dislodged but remained intact while the other leaflet had been fractured and bee dislodged from the orifice. The sewing cuff was intact and contained blood/body fluids and sutures. No damage was noted to the dislodged leaflet. The orifice was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. The cause of the leaflet dislodgment could not be conclusively determined. The cause of the patient effect pulmonary and renal failure could not be determined. The surgical intervention and hospitalization are case specific circumstances as the defective device was removed and patient had a prolonged stay in intensive care. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm sjm masters series mechanical heart valve was chosen for a mitral valve replacement by video-assisted thoracotomy. During procedure, at the end of the fixation of the prosthesis, they noticed a disappearance of a tab, which forced us to remove the implanted prosthesis and put another prosthesis back in. The tab retrieved via sternotomy. They had to turn the extracorporeal circulation and clamp the aorta for a long time to look for the missing tab and convert to sternotomy to finally find it; as a result, the patient had a pathological awakening requiring prolonged mechanical ventilation and subsequently developed pneumonitis, anuric kidney failure treated with dialysis and a prolonged stay in intensive care. The procedure took least 3 hours longer than a normal intervention. The valve removed and new valve implanted while the patient was still on bypass. The patient was reported stable.